Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk, item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02399, 0001825034-2018-02400, 0001825034-2018-02401.

Event description:
It was reported that a patient had a revision surgery an unknown time post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being filed to relay corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.